Event description:
Display issues were reported for the subject programmer: the display only works when the screen is opened at a certain angle, and the colors are distorted.

Event description:
Display issues were reported for the subject programmer: the display only works when the screen is opened at a certain angle, and the colors are distorded.

Manufacturer narrative:
Please refer to the attached analysis report.